Event description:
It was reported there was a catheter break on the distal segment, so the device was not implanted. Conflicting information reported the catheter remained implanted but was out of service. It was noted the catheter was replaced. It was noted there were no drugs in the pump. Additional information reported the patient was receiving effective therapy. It was clarified that a new catheter was implanted and the old catheter was ¿trashed by the health care provider (hcp).

Event description:
It was further confirmed that the catheter was never implanted and this catheter break occurred during the implant procedure.

Manufacturer narrative:
(B)(4).